Manufacturer narrative:
Retainer ring = clear. Insulin pump was returned for alleged damage to retainer ring on (B)(6) 2021. Insulin pump passed the displacement test and p-cap locks properly into reservoir, however, cracked retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, scratched case, broken belt clip rail, cracked keypad overlay, broken reservoir tube lip, cracked retainer, corroded battery tube, and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked retainer ring and broken reservoir tube lip was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that retainer ring had damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.